Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit passed the displacement test. Unit received with battery cap contact missing, pillowing keypad overlay, cracked keypad overlay at select button, cracked case ¿ display window corner, scratched case, cracked case battery side, cracked case (battery tube) and battery tube threads - cracked. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Unit was also received with with battery cap contact missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on two big split cracks at the side of the battery compartment, where one runs from the top to bottom while the other swerves around towards the front. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed bumped/dropped/cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1880 was returned for failure analysis.